Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: 510k: this report is for an unk - screws: 2.7 mm va locking /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent surgery with a va distal radius plate. In the surgery, it was discovered that screws of the va locking screw were insufficient, and the shortage of screws were handled with a different size. The surgery was completed without any problem and no surgical delay. The patient condition is stable. Concomitant device reported: unknown va distal radius plate (part# unknown, lot# unknown, qty1). This complaint involves two (2) devices. This report is for (1) unk - screws: 2.7 mm va locking. This report is 2 of 2 for (B)(4).